Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Manufacturer narrative:
During the device evaluation, the reported event could be confirmed based on the review of the log files, which showed that the application had restarted 6 times at the same step. A damaged memory or pc component were determined to be potential causes for the reported event.

Event description:
It was reported that the navigation system ii - cart displayed an error five times during a procedure using cranial software version 1.1. The surgeon chose to complete the procedure using traditional methods. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that the navigation system ii - cart displayed an error five times during a procedure using cranial software version 1.1. The surgeon chose to complete the procedure using traditional methods. There was no medical treatment or intervention required as a result of the event and no adverse consequences.